Event description:
On (B)(6) 2016 uneventful lasik ou. On (B)(6) 2016 tlc evaluation secondary to ecp request. Patient diagnosed with ingrowth. Given patient's schedule (leaving town immediately for (B)(6)), schedule evaluation/probable lift for when patient return to USA. On (B)(6) 2017 surgeon agreed lift/scrape needed os performed same day. Po (B)(6) 2017 vasc 20/20 od, 20/20 os. Ref MFR #3003288808-2017-00682.